Event description:
It was reported that the patient faced infusion set bent, kinked event on (B)(6) 2026. Patient had high blood glucose level and treated with manual bolus.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.